Event description:
It was reported that percutaneous coronary intervention to treat a stenotic lesion in the left circumflex artery (lcx). An asahision blue guide wire was deployed in the side branch for protection. The ostium of the side branch was pre-dilated and an unspecified stent (2.5x22mm) was deployed to the stenosis of the lcx. When the sion blue guide wire was retracted to the proximal segment of the stent for removal from the side branch, the distal segment of the guide wire was likely caught by the stent strut and the guide wire could not be pulled back any further. Having concluded that dilatation of the distal lcx or observation by an intravascular ultrasound (ivus) system would be too difficult, post-dilatation with an unspecified balloon was performed and the balloon was anchored inside the guiding catheter. The sion blue guide wire was fractured while it was being retracted. The broken wire tip was caught on the proximal struts of the stent. Part of the guide wire was retained in the left main trunk and extended into the ascending aorta. Taking the extending procedure time and patient safety into consideration, the physicians decided to transfer the patient to another facility, where the fragment was surgically removed. It was informed that the patient conditions were stable afterwards.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history review, and referring to known similar events, it was presumed that tension exceeding the product design limit might have been applied on the subject sion blue guide wire during withdrawal attempts while the distal segment of the guide wire had been jailed by the deployed stent. Consequently, the guide wire was separated. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that removal of the wire fragment by surgery was an additional treatment. No CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects]: separation of the guide wire.